Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: the battery compartment was cracked with corrosion observed inside. The leak test was performed and failed due to the crack. The pump was opened and no further of moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.